Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the installation of a distal radius distractor, the doctor destroyed the nail because he already put power on the part before he had pushed the nail totally through the clamp before touching the bone and drilling it into it. The doctor finished the operation with a new nail. There was no patient information provided. There was harm to the patient. There was no surgical delay reported. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: as the exact lot number is not known the present complaint cannot be fully analyzed. Dimensional inspection cannot be performed due to the damage incurred. Since the relevant feature cannot be measured accurately and the review of the manufacturing documents cannot be performed, this complaint is judged to be indeterminate from a manufacturing standpoint.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.